Event description:
Information was received indicating that during bench-testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by -9.5%. Reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis. Review of device history log found no evidence in the device history log. Functional testing included accuracy testing. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. During investigation it was found that there were signs of fluid ingressions on pump by chassis base. Problem source could not be identified.